Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose (bg) level was in the 400 mg/dl range. The infusion set site was changed, a correction bolus was delivered and a temporary basal rate was set to address the bg level. As the event had occurred in the past, a cause of the occlusion was unable to be determined.